Event description:
According to the complainant, there are concerns for patient harm and safety with patients having blood clots, hospital readmissions, and infiltrations leading to tissue damage due to introcan safety. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2026-00014, had already been previously submitted timely on 03feb2026. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.